Manufacturer narrative:
The treating clinician reported that the implant had to be removed due to a fractured abutment screw, which could not be retrieved from the implant. The screw in question corresponds to adin abutment np3094 and had undergone laboratory processing (casting treatment) prior to clinical use. No additional patient complications were reported in relation to this incident. According to the manufacturer's trend analysis, implant failure resulting from a fractured and irretrievable abutment screw is considered a low-frequency adverse event.

Event description:
Dental implant failure due to fractured abutment screw.